Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer experienced a blood glucose level ranging between 331-332 mg/dl and ketones. Reportedly, the customer primed the tubing to address the air bubbles.